Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
Same case as MFR: 2134265-2016-01880 it was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was performed. A 24mm watchman flx left atrial closure device with delivery system (wds) and a watchman access system were positioned in the two-lobed laa. They did an initial partial, 'soft-ball' deployment, between the lobes with the watchman flx. An angriogram was performed via the wds to assess the position. Manipulation of the soft-ball was performed to intubate the lobe, unsuccessfully. The device was fully recaptured, prior to re-intubating the laa with a pigtail catheter. At this moment, the patient complained of chest pain and their heart rate and pressure dropped. Adrenalin was administered and a successful, brief period of CPR was performed. A small (<1cm) effusion was noted on intracardiac echocardiography (ice) and protamine was administered. The patient was monitored and their heart rate and blood pressure returned to normal. No pericardiocentesis was performed. The case was aborted and the patient returned to the ward. Post- procedure follow-up transthoracic echocardiogram (tte) in the ward that afternoon showed no pericardial effusion. No further patient complications were reported and the patient's status is stable.